Event description:
Information was received from multiple sources (healthcare provider, clinical study, manufacturer representative) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced painful bulging under the skin. The leads migrated close to the skin, almost perforation. The swelling was caused by the loop of the left lead on top of the right lead. The leads were replaced and the outcome was resolved without sequelae on (B)(6) 2021. Etiology was related to the device or therapy and implant procedure.

Manufacturer narrative:
Concomitant medical products: product ID: 09100-60, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Product ID: 09100-60, serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 09100-60, serial/lot #: (B)(4), ubd: 28-jan-2025, UDI#: (B)(4); product ID: 09100-60, serial/lot #: (B)(4), ubd: 28-oct-2024, UDI#: (B)(4). (B)(4). Initial reporter phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.